Manufacturer narrative:
Patient weight is unknown. Product complaint#: (B)(4). Investigation summary: no product was returned for investigation. Major bleed: bypass weaned off and onto 5.5 successfully after a few attempts and efforts to control bleeding from the anastomosis. It was unknown whether the hemostasis was achieved. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. Md performed aortic arch replacement along w/head vessels, CABG x1 rca and decision made to place impella 5.5 as left ventricle was struggling. 5.5 prepped and inserted first without wire unsuccessfully with manual manipulation, then with a pig and .035 multiple times until successfully crossing and wiring the apex. 5.5 inserted and torqued into ideal position towards apex measuring 5.5cm. Bypass weaned off and onto 5.5 successfully after a few attempts and efforts to control bleeding from the anastomosis. Graft trimmed and ligated to the blue suture hub without issue and site closed. Chest remained open and patient sent to the unit on support. Shortly after patient arrived to the ICU heart function reduced to almost nothing and bleeding was noted from the chest cavity. Decision made to withdraw care and patient expired.